Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement difficulties were encountered. The physician dilated a distal circumflex/oblique marginal 3(om) bifurcated lesion using two 2.0 x 20 mm maverick2 balloons using the kissing balloon technique. He then used the same balloon catheter to dilate a mid-circumflex/om2 bifurcated lesion again using the kissing balloon technique. Next, the physician used a 3.0 x 20 mm maverick2 balloon to dilate a proximal circumflex/om1 lesion. The physician then inserted a taxus express2 3.0 x 20 mm drug eluting stent into a fr 4.0 ebu medtronic launcher guiding catheter over the .014" 190 cm guidant traverse guide wire to the proximal circumflex lesion. It was noted that the stent delivery system appeared normal as it was removed from the protective hoop before insertion. As the stent exited the guide catheter, it stopped advancing distally. The proximal hub of the stent delivery catheter continued to advance but the distal end of the catheter did not move. The stent was advanced out of the guide catheter and into the left main (lm). The physician felt resistance and used fluoroscopy to see that the stent would not move forward. The shaft was pulled out of the guide catheter but the stent remained in the lm. As the physician attempted to advance the stent delivery he noted that the distal shaft of the delivery catheter was not detached from the system. He removed the proximal portion of the hypo tube from the guiding catheter. An amplatz goose neck snare was inserted but could not retrieve the stent catheter. A guidant 2.0 x 10 mm cross sail balloon was placed at the distal tip of the guiding catheter. The balloon was inflated and was used to trap the fractured stent delivery catheter. The guiding catheter, guide wire, balloon, and stent delivery catheter tip were then removed as a unit. The physician inserted a new guiding catheter, a new traverse guide wire, and a taxus express2 2.75 x 20 mm drug eluting stent successfully into the mid circumflex lesion. There were no reported pt complications.